Manufacturer narrative:
Lead sc-2366-50 and clik anchor sc-4316 passed all required tests performed and revealed no anomalies.

Event description:
A report was received that the patient experienced a sharp zipping type of pain on the right side of the lumbar back near the end of right cluneal lead, near the ipg. The patient states the pain around ipg site occurs only when stimulation is turned on. The patient underwent a revision procedure where the leads and clik anchor were replaced and the ipg pocket site was relocated to the right subcostal pocket. The physician noted there were markings on the leads and suspected lead malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the pain was thought to be stimulation related as the patient required stimulation at the ipg site on the right lead. When the stimulation was moved from that point, the pain continued.

Event description:
A report was received that the patient experienced a sharp zipping type of pain on the right side of the lumbar back near the end of right cluneal lead, near the ipg. The patient states the pain around ipg site occurs only when stimulation is turned on. The patient underwent a revision procedure where the leads and clik anchor were replaced and the ipg pocket site was relocated to the right subcostal pocket. The physician noted there were markings on the leads and suspected lead malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm; model #: sc-4318 lot #: 20623670 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced a sharp zipping type of pain on the right side of the lumbar back near the end of right cluneal lead, near the ipg. The patient states the pain around ipg site occurs only when stimulation is turned on. The patient underwent a revision procedure where the leads and clik anchor were replaced and the ipg pocket site was relocated to the right subcostal pocket. The physician noted there were markings on the leads and suspected lead malfunction. The patient was doing well post-operatively.